Event description:
A physician reported on (B)(6) 2012, that her dell x5 handheld computer was not charging for the last few months. The computer was reportedly kept plugged in, but it would not charge. The company representative confirmed that while he was in the office the computer would not charge despite the indicator light being lit. He attempted to perform multiple hard resets, but the computer would still not turn on. A replacement computer was sent to the physician, and the suspect handheld computer and related software were received by the manufacturer on (B)(6) 2012. The return product form indicated the reason for return as "battery failure." Product analysis has not been completed to date.

Event description:
Product analysis was completed for the suspect handheld computer and related software. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. In addition, no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.